Event description:
Per (B)(6), rn at md office - patient reported on my heart pump line. I have the filter that we replace each week with the bandage. It is stuck and we can't twist it so it hasn't been replaced in a week. Can we get a (B)(6) nurse out to his home to help troubleshoot? It appears he has not been able to change his line in over a week. Unknown if available for return. No missed doses. No adverse events reported.